Event description:
Per the information provide to co by the physician, via co's international distributor, the device was removed due to "pain." As reported to co, the reservoir was left in place, while the rest of the device was removed.